Event description:
The shocking portion of this rv lead was capped on (B)(6) 2011 due to an unknown reason. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).